Event description:
It was reported that a patient presented with far r over-sensing resulting in inappropriate automatic mode switch noted on the patient's implantable cardioverter defibrillator. No intervention was reported and corrective programming changes were recommended. No patient symptoms or adverse consequences were reported.